Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed several channels with high impedance and 4 channels involved in 2 short-circuits. An accident or trauma is not known. Re-implantation has been scheduled for (B)(6) 2016.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In-situ measurements are indicative of a device malfunction. It seems that the patient was involved in a fall with an injury near to the implant.